Event description:
The customer reported a fluid leak of unknown volume under a coulter ac·t 5diff cap pierce (cp) hematology analyzer; additionally, the instrument was failing for white blood cell (wbc) and hemoglobin (hgb) parameters on startup. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed the reported leak from disconnected tubing from valve vl10; service replaced the liquid valve assembly (which includes valves1 through 11), resolving the leak and the startup failures. The repair was verified per established service procedures. (B)(4).